Event description:
This case was reported by a consumer (daughter-in-law of patient ) and described the occurrence of anemia in a (B)(6) female patient, who received super poligrip free denture adhesive cream (B)(4) and super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip (dental). At an unknown time after starting super poligrip, the patient experienced anemia, vomiting, diarrhea, dementia, weight loss of 26 pounds, tingling of extremity and tingling. The patient was hospitalised. At the time of reporting, the outcome of the events was unknown. Patient's daughter in law reported patient was hospitalised. The patient's doctor told patient that she had anemia, dates not provided. The patient has gained back 1 pound. The patient has used super poligrip for several years, variants not given. No other information provided. The reporter did not wish to answer additional questions. Therefore, this case is lot to follow-up. Super poligrip is manufactured in (B)(4). The lot number for super poligrip free is available while the lot number for super poligrip. Unk variant, is not available. It is unk whether the product(s) will be returned for quality assurance testing. (B)(4).

Manufacturer narrative:
Additional lot number unk.